Event description:
Additional information received reported that the patient had surgery to reposition the implantable neurostimulator (ins) on 2013-(B)(6). It was noted that the ins site was still a little swollen from surgery but the patient was stable and doing fine.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n133788, implanted: (B)(6) 2008. Product type: accessory: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had coupling issues following replacement surgery. It was noted that the implant was placed in the ¿right lower abdomen.¿ when the patient stood up, they got 4 coupling bars, but when they sat down, they were unable to get more than 2 coupling bars. It was stated that the implant ¿felt a little bit tilted due to where it was implanted in the stomach.¿ it was noted that the belt rubbed against ¿implant wires¿ and bothered the patient. The patient reportedly tried ¿multiple¿ rechargers and got the same result. The patient was able to get 6 bars of coupling while standing, but decreased down to 2 after sitting. It was later reported that the patient visited the manufacturer ¿last week¿ and was able to get 4 bars in all positions. It was noted that no further actions were needed. Additional information received reported the patient got a new ins in (B)(6) 2013. It was noted the patient was currently having issues with the physical placement of the device due to weight fluctuations and the patient must stand to recharge. It was noted that surgery was scheduled for (B)(6) 2013 to move the device pocket. The reporter stated that ¿it seemed like yearly we are taking her into surgery.¿

Manufacturer narrative:
(B)(4).